Event description:
The rptr stated, that the surgeon was inserting a three piece silicone lens model aq2010v with no damage to the lens however, due to the pt's capsule which was too thin a vitreous leak occurred. The surgeon removed the lens without enlarging the incision and performed a vitrectomy and put in a different lens in the sulcus. The rptr stated that there was no malfunction of the lens or injector this was due to the pt having a pre-existing weak capsule and was too thin.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned prod shows no visible damage to the lens. There is clear surgical residue on the lens. Both sides of the haptics and optics were checked for sharp/rough edges and the edges were found to be acceptable. It should be noted that the injector and cartridge were not returned for eval.